Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device replacement procedure insulation damage was noted on the right ventricular (rv) lead. Post-operatively, the rv lead exhibited pacing failure, sensing failure and decreased lead impedance. It was noted that the rv lead was implanted after the use-by-date. The lead was reprogrammed to unipolar and remains in use. No patient complications have been reported as a result of this event.